Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407645, lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a rise in threshold since the date of implant, with some readings showing high thresholds. The right ventricular (rv) lead also had high impedance. The patient's physician decided to continue monitoring the patient. No patient complications have been reported as a result of this event.